Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed broken bleeding irritation under the device. The patient was on blood thinners. There was no alleged device malfunction. The patient's doctor advised the patient to end use. The patient's medical condition improved slightly.